Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info. See scanned page.

Event description:
It has been reported that the surgeon attempted to do a pretest with the manometer and obtained a result of 3.5mm. The device is a medium pressure valve and the resulting reading should be between 55-95mm. When the valve was implanted, it seemed to flow too much, so the physician explanted the device and replaced it with another of the same model. When the new spetzler valve was implanted, it functioned properly. The pt is reportedly doing well.